Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system underwent a lead revision procedure. Both the right atrial (ra) and right ventricular (rv) leads were found entwined with one another, though the patient denied twiddling their device. The leads were surgically abandoned and replaced with the device remaining in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed the lead body of the terminal segment was kinked and showed signs of having been twisted. The lead was confirmed the be electrically continuous. The damage was confirmed to be induced.

Event description:
Information was later received indicating the leads were explanted rather than abandoned at the time of revision.